Event description:
According to the report, the sologrip iii handpiece started smoking during use.

Manufacturer narrative:
The handpiece was returned for evaluation and an investigation was performed. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record. Upon evaluation of the handpiece, the fiber within the handpiece was found to be charred. Fiber damage can occur within the handpiece when the movement of the fiber within the handpiece is restricted. The cause of the damage observed is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber. As a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the handpiece housing which does not contact the patient.